Event description:
It was reported that thru x-ray imaging, the spinal cord stimulator (scs) leads of the patient had migrated. The patient underwent a lead replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.